Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates estimated. The UDI is unknown as the part and lot number was not provided. The device was not returned for analysis. A review of the lot history record and a review of the complaint history was not performed as the complaint was based on an article and no device/lot information was provided. Based on all available information, a definitive cause for the reported single leaflet device attachment/slda could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: literature titled, "outcome comparison of mitral valve surgery and mitraclip therapy in patients with severely reduced left ventricular dysfunction."

Event description:
This is filed to report single leaflet device detachment/slda.. It was reported through a research article identifying mitraclip devices that may be related to:single leaflet device detachment/slda. Specific patient information is documented as unknown. Details are listed in the attached article, titled "outcome comparison of mitral valve surgery and mitraclip therapy in patients with severely reduced left ventricular dysfunction.¿ no other information provided.